Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator connected to the smart remote manager was beeping, indicating a malfunction. The smart remote manager required relocation to a replacement refrigerator. A replacement refrigerator with the bracket already attached was available onsite. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a bad refrigerator. A field service engineer (fse) was informed that the customer did not have a suitable new refrigerator available to replace a failing unit and then followed a recommendation to relocate a functioning customer refrigerator with a secure refrigerator module attached to the neonatal intensive care unit satellite pharmacy area, which displaced an existing follett refrigerator with a secure refrigerator module attached. The fse used the displaced follett refrigerator to replace the failed unit in the operating room core area. The fse completed the refrigerator moves, reconfigured each station after every relocation, verified proper operation, and assisted with the medication transfer. The fse returned the failed refrigerator to the pharmacy area and verified correct operation and confirmed that the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.